Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bags were cloudy during use of four (4) em2400 valve sets. This was observed during direct entry. The bags contained lipid solution. Once the lipid was pinched off, the issue stopped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.